Event description:
It was reported that a fiber optic error occurred with a cardiosave intra-aortic balloon pump (iabp) when attempted to be used on a patient. The iabp was swapped to continue treatment, there was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method code), h10.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and identified various line of code 53 fos continuous bit failed listed in the event logs. The fs replaced suspected fiber optic (fo) module, as well fo cable from module to fo connector, and left the iabp unit running with fo testing chamber and trainer for 2 days with the customer's biomed whether the iabp unit showed fo issues while running simulated treatment. No issues reported. The fse identified no other occurrences of fo errors found in the logs. The fse had also replaced the batteries due at the 100 cycle count, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that a fiber optic error occurred with a cardiosave intra-aortic balloon pump (iabp) when attempted to be used on a patient. The iabp was swapped to continue treatment, there was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that a fiber optic error occurred with a cardiosave intra-aortic balloon pump (iabp) when attempted to be used on a patient. The iabp was swapped to continue treatment, there was no harm or injury to patient and no adverse event was reported.